Event description:
It was reported that patient underwent total hip arthroplasty 2004. Subsequently, the acetabular cup loosened and revision procedure was performed 2008.

Event description:
It was reported that patient underwent total hip arthroplasty 2004. Subsequently, the acetabular cup loosened and revision procedure was performed 2008.

Manufacturer narrative:
Catalog # corrected. This report filed january 23, 2009.

Manufacturer narrative:
Examination of returned device found evidence of mal positioning of the component. This report filed january 23, 2009

Event description:
It was reported that patient underwent total hip arthroplasty 2004. Subsequently, the acetabular cup loosened and revision procedure was performed 2008.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report file december 11, 2008